Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported peeled was confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the eccentric, mildly tortuous, heavily calcified, proximal left anterior descending (lad) artery, the whisper guide wire met resistance advancing past the lesion and did not appear to move smoothly. The guide wire was removed and it was noted that the coating was peeled. A different whisper guide wire was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.